Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the endurant ii stent graft limb was implanted on the ipsilateral distal region and landed on the distal cia. After ballooning touch up, angiography showed that a type ib endoleak was present in the right cia. Touch up was repeated but the endoleak persisted. As per the physician, the cause of the event was related to patient vessel morphology as due to significant calcification sufficient sealing could not be achieved. No additional clinical sequelae were reported and the patient will be monitored.